Event description:
Customer reported an issue with the acutorr v monitor, which may have resulted in a loss of spo2 monitoring. No pt injury was reported.

Manufacturer narrative:
Mindray service representative were unable to duplicate the issue.